Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck in the prime screen. The customer was assisted with completing the prime process. The customer called back later to report the insulin pump would not deliver insulin and they experienced high blood glucose over 500 mg/dl. The customer was advised that the device was in the load process and would not deliver while being on that screen. The insulin pump will not be returned for analysis.